Event description:
Ous MDR - boston scientific received information that shortly after the implant procedure, this right atrial lead had dislodged. No p-waves were seen and loss of capture was noted. The lead was repositioned, but upon rechecking the measurements, loss of capture as well as a decrease in p waves was noted. The device was reprogrammed and a chest x-ray and another revision procedure was scheduled. No adverse patient effects were reported. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was no returned for analysis. The review of the quality documents confirmed a regular device manufacturing.